Manufacturer narrative:
Other, other text: additional information updated b5 and h6.

Event description:
Additional information received on 24-may-2022. Event did not occur while in use by patient. Found during testing.

Event description:
It was reported that cadd solis vip ambulatory infusion pump, alarms cassette not attached properly. No information available.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. A loose upstream occlusion sensor connector was found so the sensor was replaced. The cause of the reported problem was traced to the service and repair.